Event description:
Additional information stated the patient's lead, with electrodes 0-7, had migrated down. It was stated the patient suspected the leads were damaged or migrated during physical therapy because after physical therapy the patient reported no stimulation. The patient's device was interrogated and electrodes 8-15 were found to be 'out of tolerance.' It was also stated electrodes 8-15 had impedances greater than 20,000 ohms. Lead breakage and dislodgement were noted as reason for removal. It was reported the patient received less than 50% therapy relief. Lead revision was attempted but ultimately the entire system was explanted and the patient recovered without sequela.

Event description:
It was reported that the patient experienced no stimulation sensation from his device which was implanted in the cervical area for right arm pain. About a couple of weeks prior to the report, the patient felt no stimulation the patient kept increasing amplitude but still felt no stimulation. According to the reporter, there hadn't been any patient falls or trauma. Fluoroscopy was done which confirmed one of the leads had moved down to the t4-t5 area but no fracture was seen. The other lead was still in the cervical area. The reporter also stated that impedances greater than 10,000 ohms were measured on electrodes 8 through 15, except electrode 11 on occasion. Reprogramming was done with electrode 0 and 2 and stimulation increased to 7.3v but patient felt no stimulation. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3550-39, lot# n334168, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-75, serial #(B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n334168, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37712 serial (B)(4) found no anomaly. Analysis of the lead model 3776 lot unknown found the lead was stretched and all conductors were broken near the anchor site, 30.4 cm from the proximal end of the lead from overstress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.